Manufacturer narrative:
Investigation summary: based on the information available, the cause that contributed to the reported sizing issue and incontinence cannot be established as the product is not available for analysis. Device technical analysis: the device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Investigation conclusion: based on the information available, a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient was leaking with his artificial urinary sphincter (aus) device, so he underwent a surgical procedure to resize the cuff. A new 4.0 cm cuff was implanted. Boston scientific has been unable to obtain additional information regarding the patient outcome to date, despite good faith efforts.